Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-00595. It was reported during an ipg replacement procedure (reference MFR. Report# 1627487-2019-00598), x-rays revealed the leads were fractured and migrated. In turn, both leads were explanted and replaced. Effective therapy was restored post procedure.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00595.